Event description:
It was reported that the system had save images that could not be reviewed and resulted in a loss of data. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was replaced during the service call. The system was tested and found to be working as intended and put back into service.